Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - the investigation shows that the skull clamp was received with a mixed-up skull clamp base and ratchet extension marked with 16m0558, and the torque screw marked with it00349. The evaluation of the skull clamp showed a lot of movement in the locking mechanism, requiring overhauling and adjustment of the locking mechanism. The starburst teeth and threads at the skull clamp base are damaged, the rocker arm pin holder diameters are worn out, and the teeth at the ratchet extension are damaged. To resolve all issues, the floating ratchet, washers, round head screw, adjustment screw, nut, screw, the skull clamp bas and the ratchet extension will be replaced. After completing the repairs, the unit will need a successful function test to meet manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The locking mechanism had a lot of movement and needed overhauled and adjusted. The probable root cause is routine wear and rough handling of the unit. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that during surgery, the 3-point arch (mayfield modified skull clamp - a1059) does not hold the fixation. There was no patient injury and no increased surgery time.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.